Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) evaluated the iabp unit found no issues with the batteries or ac power on this unit. However, the fse observed error messages # 111 and 112 in the history of the iabp¿s diagnostic error log and upon checking the connection of the coiled cable at the console, he found that it was not seated and latched properly, and there was a disconnect from the head unit to the console. To fix the issue, the fse replaced the coiled cable and tested the iabp system. In addition, the cable tie down was also broken and was not holding the cable to the case properly, and the fse sent new clips to the facility's biomedical engineer and verified that he received them and was able to appropriately attach the clips. The iabp unit passed all calibrations, functional and safety tests performed and was returned to the customer and cleared for clinical service.

Event description:
It was reported during patient therapy, the cardiosave intra-aortic balloon pump (iabp) had a battery failure. The customer reported that the system went down and they thought it was a power related issue. The iabp unit was swapped with another unit. No patient injury or harm was reported.